Event description:
It was reported that while removing the inserter form the cage, one of the tips broke off the inserter and remains in the cage in the pt. There were no reported pt complications.

Manufacturer narrative:
(B)(4). The inserter has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
The tip of the implant inserter is broken with one arm of the fork missing. The arm is broken at its root, flush with the flat massive surface of the inserter tip. The observation of the breakage appearance indicates a brittle breakage. No specific defects or weakening machining were found. The damages observed are consistent with an over-leading of the tip due to bending loads applied on the arm of the fork.